Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing after 30 units and instead there was a leak at the luer lock connection. The customer reconnected the luer lock connection and insulin was observed exiting the infusion set tubing. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."